Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed rewind test. However, pump failed prime seating test due to a jammed motor gearbox. Pump was cut open to perform visual inspection and found a jammed motor gearbox. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. No current code category as confirmed due to a prime fill anomaly. Prime fill anomaly was confirmed during testing due to a jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced lack of confidence using the pump and did not feel secure using the device anymore. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The mmt-1884 was requested, and the customer's response was that the device was returned for analysis.